Event description:
The customer's blood glucose level was (B)(6) mg/dl.

Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not remove the cartridge during the load process until prompted on the t:slim pump screen." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error message occurred. Reportedly, the cartridge had been removed prior to the on-screen instructions. The customer's blood glucose level was 120 mg/dl. A new cartridge was successfully loaded and insulin delivery was resumed.